Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, while the device was being used to cystic duct clip, the device had an unknown issue. To resolve the issue, they replaced it with a new device. There was no patient injury.